Manufacturer narrative:
After further evaluation the suspect medical device was changed from the alinity I processing module (list number 03r65-01) to the alinity I anti-hcv reagent (list number 08p06-74). The us list number (8p05) is a diagnostic assay, not intended for use in screening blood, plasma, or tissue donors, therefore this event does not meet reporting criteria in the us. Based upon this new information, this complaint is no longer a reportable event and not further information will be provided.

Event description:
The customer observed false reactive alinity I anti-hcv results for a 85 year old male patient. The following data was provided: sample 1: (B)(6) 2025 results = 2.69 s/co and 1.00 s/co, (B)(6) 2025 results = 0.57 s/co, 0.82 s/co, and 0.15 s/co, (B)(6) 2025 result = 0.12 s/co sample 2: (B)(6) 2025 results = 0.42 s/co and 2.29 s/co, (B)(6) 2025 results = 0.71 s/co , 0.35 s/co, 0.15 s/co, (B)(6) 2025 result = 0.12 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive alinity I anti-hcv results for a 85-year-old male patient. The following data was provided: sample 1: (B)(6) 2025 results = 2.69 s/co and 1.00 s/co, (B)(6) 2025 results = 0.57 s/co, 0.82 s/co, and 0.15 s/co, (b)((6) 2025 result = 0.12 s/co. Sample 2: (B)(6) 2025 results = 0.42 s/co and 2.29 s/co, (B)(6) 2025 results = 0.71 s/co, 0.35 s/co, 0.15 s/co, (B)(6) 2025 result = 0.12 s/co no impact to patient management was reported.